Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin. Date of event is an approximation. On (B)(6) 2025, it was reported that the patient experienced inaccurate cgm values. Based on the cgm reading the insulin pump administered incorrectly insulin to the patient. The patient was feeling unwell and became unresponsive. An ambulance was called. And the paramedics took the measurements: the cgm was reading 22.0 and the blood glucose reading was 1.2 mmol/l. There was no treatment documented for hypoglycemia. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.